Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported per the ventricular assist device (vad) coordinator, patient described abnormal switching batteries. The vad coordinator inspected power port and found out that they were movable. The controller was exchanged with no reported consequence or impact to the patient. No further information was provided.

Manufacturer narrative:
It was reported events of power switching and loose power ports. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device passed visual examination and functional testing. The reported loose connectors could not be confirmed during testing. An attempt was made to replicate the issue by manipulating a battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between a battery and the controller was stable. Log file analysis revealed that the controller, (B)(4), contained several premature power switching events that were due to momentary disconnections. The most likely root cause of the power switching events can be attributed to momentary disconnections between the controller and batteries. An internal investigation has been opened to evaluate momentary disconnections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.